Manufacturer narrative:
Addendum to b5: the device was sent to bench for repair. The event log was downloaded, and the 110a and 1109 error codes related to the solenoid valves and data acquisition (da) pcba board were intermittently found. Upon checking the device, it was confirmed that the device had been improperly adulterated. The da pcba board should have two rubber seals in the o2 pressure sensor, but there was only one onsite. Additionally, the solenoid valves doubled the pins to the point that they had not been properly inserted in the da connector. It was recommended that the solenoid valves and da pcba board be replaced. Investigation ongoing.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device displayed "auto zero fail" 110a and 1109 error codes. At this time, it is unknown if there was patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: per bench repair technician, the service quote expired without being accepted--the ventilator is still at the facility, and no repairs have been carried out. Because the customer did not accept the service quote, no work order was generated. It is unknown what the outcome of the service event was, and although the bench repair technician is awaiting confirmation from the quotation department as to whether the device is to be sent back or if the quote will be resent to the customer, no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
At bench repair, the bench repair technician replaced the da pcba and four solenoids to resolve the issue. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed solenoids were returned to the product investigation lab (pil). During visual inspection, the technician verified that all three broken ports on one of the returned solenoids were due to physical damage. Therefore, no further investigation could be performed for this solenoid. The technician verified that no alarms or fault related error codes were generated during the standard test bed (stb) operation with three of the suspect solenoids installed into the known good gas delivery system (gds). The technician concluded that no problem was found with three of the returned solenoids.